Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4193 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri) premat urely. The ICD was removed and replaced. No patient complications have been reported as a result of this event.